Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, burr, annulus, and coil were visually and microscopically examined. Inspection of the device found that the handshake connection was missing, and that the coil was stretched and broken within the sheath. The handshake connection was not returned with the remainder of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that handshake connection got kinked. The 28mm x 2.75mm in diameter, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During procedure it was noted that the handshake connection got kinked. No patient complications were reported and the patient status is stable. However, device analysis revealed that the coil was broken.